Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine in-clinic follow-up, high capture thresholds were observed. Lead replacement is planned.

Event description:
New information received notes that during the procedure on (B)(6)2018, the helix was retracted in the lead. Several attempts were made to explant the lead. It was decided to cap the lead due to high capture threshold and insulation breakdown. A new lead was unable to be implanted due to patient anatomy. The patient went to recovery in stable condition.